Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl at the time of incident. Customer current blood glucose level was 170 mg/dl. The customer had no any symptoms. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting for low blood glucose level. Based on customer report customer does not allege pump was over delivering .the devices was not returned for analysis.